Event description:
It was reported that the user removed their continuous glucose monitor (cgm) sensor and the pump stopped receiving glucose readings, which resulted in the pump displaying a dosing stopped or connect cgm alert and not providing automated dosing. The user had not started a new sensor for more than five days. No reported symptoms or adverse clinical effects. Outcomes included the need for user education and guidance on obtaining compatible sensors. Investigation included a review of pump data and user interview. Investigation of this case revealed that the pump was paired for dexcom g6 while the user stated they use a different cgm brand and had no sensors available, leading to loss of cgm input to the pump. It was concluded that the event was due to use without a paired cgm sensor and user misunderstanding about sensor requirements, with no device malfunction identified.